Event description:
Customer reported device = 122 mg/dl however the memory result = 350 mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.